Event description:
It was reported that during a meniscus repair surgery, the t2 of the ultra fast fix device could not be deployed. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed a suture with the t1 anchor missing. The suture knot appears to be tightened down. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a meniscus repair surgery, the t2 of the ultra fast fix device could not be deployed. T1 of the device was removed from patient by suction. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that one implant and the suture were returned off the needle, the second implant was not returned. The depth straw has been trimmed and is deformed. A review of the customer provided image revealed a suture with the t1 anchor missing. The suture knot appears to be tightened down. A functional evaluation could not be performed due to the implants already being deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.